Event description:
It was reported that an asymptomatic patient presented in clinic during follow up because the device was post paced t-wave oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.